Manufacturer narrative:
(B)(4).

Event description:
It was reported that post procedure of a device implant, an induction test was performed and inadequate shock was observed. The physician changed the shock waveform, and inadequate shock was still observed. As a result of the low safety margin shock, the physician explanted and replaced the device. Patient condition was good and stable after the procedure. Device will not be returned.